Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the pulmonary artery using an indigo system aspiration catheter 12 (cat12). During the procedure, as the rotating hemostasis valve (rhv) was being loosened and tightened accordingly to take the separator wire in and out, the rhv came apart and was leaking. Therefore, the rhv was removed. The procedure was completed using a new rhv and the same cat12. There was no report of an adverse effect to the patient.